Event description:
Medtronic received information that a patient undergoing mechanical thrombectomy treatment with a react-68 catheter had complications. Final post-procedure modified thrombolysis in cerebral infarction (mtici) score 1, after second pass it was 0. Post procedure at 24 hour neurological deterioration noted as nihss was declined from 11 to 21. The access vessel was the femoral to internal carotid artery (ica).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported underwent intracranial stenting of another location following the mechanical thrombectomy. No other information was known and the site has not confirmed any adverse event associated with the procedure of medtronic device.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported head CT on 14-mar-2024 and magnetic resonance angiography (mra) on 20-mar-2024 confirmed no hemorrhage and stability of the extent of the ischemic lesions. The site assessment concluded theevent had a causal relationship to the patient disease under study/index stroke and was not related to the device or procedure. However, the medtronic study sponsor assessment concluded conservatively that the event was possibly related to the procedure.

Manufacturer narrative:
Conclusion coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.